Event description:
It was reported that the patient was about to have the device explanted because "she doesn't want it". It was also reported that the device is undersensing, and an inquiry was made about possible false asystole episodes. The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.